Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2016-02597 / 3002806535-2016-00541).

Event description:
During a total hip revision, the flexible shaft of the flexible silicone drill driver 'disintegrated' causing pieces to fall in the patient. All the pieces were removed from the patient.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
During a total hip revision, the flexible shaft of the flexible silicone drill driver was damaged during use and made contact with the retractors in the wound. This caused pieces of the instrument to fall in the patient. All the pieces were removed from the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: unknown retractor catalog#: ni lot#: ni.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of the device records found no evidence of product non-conformance. Review of the device confirmed the reported condition, as the device was found to be damaged. Wear marks and circumferential scratches were noted; therefore, the most likely root cause of the event was the alignment of the device, which caused contact between the device and the retractors used during the procedure.